Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the increased pain and withdrawal symptoms. No known issues with env ironmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed was a catheter dye study (cds) at unknown date. Patient started to have signs of intermittent withdrawal. Patient had a catheter dye study done and they were unable to aspirate. Today¿s plan was to explant everything, placed a new intrathecal spinal segment and connect to a new pump due to elective replacement indicator (eri) on current pump. This was completed today without any problems and the issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025. Product type: catheter product ID 8785 lot# hg5wemv; implanted: (B)(6) 2023; explanted: (B)(6) 2025. Product type: catheter product ID 8784; serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6) , ubd: 01-oct-2021, UDI#: (B)(4). Product ID: 8785, serial/lot #: (B)(6) , ubd: 01-dec-2023, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(6) ubd: 04-nov-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned 8782 catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. The returned 8785 catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned 8784 was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.